Manufacturer narrative:
Findings: unit was received with partial solid white display with rainbow line segments due to cracked lcd glass. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to partial display. Unit was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Event description:
The customer reported via phone call that the screen on his insulin pump is messed up there were weird lines going across it. The customer reported that it did this 30 minutes ago. The customer¿s blood glucose was 97 mg/dl at the time of incident. Customer states the pump has cosmetic damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.